Manufacturer narrative:
Findings: pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and ink spot/bleeding on the middle of lcd glass. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A nurse reported via email indicating physical damage in the battery compartment on the customer's insulin pump. The patient's blood glucose level was unknown at the time of the call. A replacement insulin pump was shipped to the customer.